Event description:
Customer reported a cgm error, specifically error 42, with their device. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance, assisting the customer through a pump reset, after which the cgm error did not reoccur, and the customer successfully started a new sensor session.